Event description:
The following was reported to hamilton medical ag: alarm show loss of external power and ventilator not charging. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).